Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient with this pacemaker has been hospitalized twice. First time was three weeks ago as the patient was scheduled for a magnetic resonance imaging (MRI) scan, however, no personnel could it made possible to set device to MRI mode, so the patient was discharged. Patient was then seen in outpatient department in the different hospital but was refused by the technician and patient was admitted again to do another attempt and get scheduled. Boston scientific technical services (ts) advised to contact the following cardiologist or page the local field representative as per MRI facility protocol. As of this time, device remains in service. No additional adverse. Patient effects were reported.